Event description:
Pt complaint of intermittent lightheadedness. Transtelephonic monitor revealed sinus rhythm with 3 block and no pacer output. Rhythm strips upon admission showed abrupt loss of output then resumption of pacing. Interrogation of device revealed "electrical reset". Generator replaced with no adverse pt outcome.